Manufacturer narrative:
(B)(4). (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that needle retraction on a bd microtainer® contact-activated lancet failed, after use. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, the customer's indicated failure mode for non-retraction of the lancet blade was not observed as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product. Based on evaluation of the retain samples, the customer¿s indicated failure mode for non-retraction of the lancet blade with the incident lot was not observed as all samples met the required specifications. Based on the investigation, a root cause could not be determined. The retained product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. On (B)(6) 2018, bd conducted a tele-conference with htl regarding the complaints received on htl non-retraction. The previous investigation summary that was completed by htl indicated that they were pursuing further investigation since the complaint incident lots were manufactured after the original CAPA corrections were implemented. However, further clarification is that these complaints were not confirmed as no samples were received and testing of the retention samples indicated no issues relating to the needle not retracting. The updated complaint investigation represented here will supersede the prior investigation report that was sent with the initial child investigation.